Event description:
An infusion pump with a failure code 810:04. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump. No pt injury had been reported.